Event description:
On (B)(6) 2013, the patient contacted animas stating the battery cap reportedly popped off sometime during the night on (B)(6) 2013 and on the morning of (B)(6) 2013, the patient awoke to having a glucose (bg) measurement of over 600mg/dl with nausea. It was noted that there were two large cracks on the side of the battery compartment. The battery cap reportedly would not secure to the pump due to the damaged battery casing. The patient reportedly was treated with rapid acting insulin and the patient¿s bg level went down. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient continued to use a damaged pump while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.